Event description:
Reporter indicated a vns handheld screen freezes a lot during interrogation successful screen. Troubleshooting temporarily resolves the event. The handheld was returned to the manufacturer and is pending product analysis. Good faith attempts to obtain additional info have been unsuccessful to date.